Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 400 mg/dl and customer attempted to treat with bolus. The customer stated that alarm did not occur during manual prime. The customer stated the event was resolved by infusion set change. The customer declined to troubleshoot for further assistance. The device will be returned for analysis.